Event description:
A cryocyte bag cracked during thawing. The bas filled with cord blood in july 1999 at a blood bank and then sent to another facility. The bas was thawed on march 24, 2006. Since the bag was thawed in an overlap bag, the cells were administered to the patient. The fill volume was 20 ml. A metal cassette was used. A mechanincal freezer was not used for freezing. The bag was stored in liquid nitrogen. The bag was moved into the vapor phase before thawing. Baxter requested but did not receive information regarding patient impact and the thawing/shipping protocol used by the customer.